Event description:
It was reported that the patient experienced pain in her back following physical exertion trying to close a window. The patient noted it felt like someone was poking her spine and every breath was painful. The patient also felt a stretching sensation and tenderness. If the patient tried to turn left or raise her arms, the patient felt pain that was described as "cutting" down the left side of her spine, and it felt like "it was pulling out the lead". The patient also felt a tingling and numbing sensation in the left leg from the knee down. It was noted that the stimulation had helped the patient's right side pain and drop foot. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial#: (B)(4), product type: recharger. Product ID: 37743, serial#: (B)(4), product type: programmer, patient. Product ID: 37092, lot#: 244080002, product type: external antenna. Product ID: 3708160, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708160, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).